Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. Additionally, it was noted that the stent implant was stationary on the balloon and the distal end of the stent implant was not between the markers. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory device support. In addition, factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology or patient disease state. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue did not contribute to the noted difficulties. In this case, it is possible that the device interacted with the anatomy during advancement which resulted in the reported failure to advance. It is also possible that the stent interacted with the guide catheter during retraction of the device causing the reported material deformation (stretched stent struts) to the proximal end of the stent, ultimately causing the noted stent shift/dislodgement; however, due to the limited amount of information provided, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. When trying to implant the multi-link stent, after pre-dilating the lesion, the stent did not cross the lesion and there was a deformation of the struts, which made it impossible to implant the stent. Another multi-link stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. Device analysis revealed the stent implant was stationary on the balloon and the distal end of the stent implant was not between the markers. No additional information was provided.